Manufacturer narrative:
The investigation for the reported purge leak has been completed. The pump was returned for investigation. The data log shows high purge pressure from the start of the case, followed by a low purge flow alarm. Pump insertion was aborted without completing the case start. The pump was never inserted into the body. The pump was tested for high purge pressure. No physical damage was observed on the returned pump. High purge pressure was reproduced at the test start, but it was resolved after 30 minutes of purging and soaking. The pump then ran as expected. According to the clinical report, pump fluid was not coming out of the outflow, and the doctor found that an atraumatic towel clip was crushing the white cord to the drape. The purge system open alarm appeared after the clip was removed. The doctor removed the pump and replaced it. Crushing the white cord can create high purge pressure without leaving any physical mark. The cause of the high purge pressure issue was most likely use related, based on given clinical and returned product investigation. The instructions for use for the impella 5.5 with smartassist states the following: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ added- d6b, d9 device return date d4-corrected model number.

Event description:
The user facility reported a 64-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. After setting up and priming pump, no purge noted on the outflow. No alarms present no obvious reason. Realized an atraumatic towel clip was crushing white cord to the drape. Corrected, immediately got a purge system open alarm followed by purge pressure low alarm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿